Event description:
This complaint is now reportable based on analysis completed on 06/23/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the physician selected a stent of the incorrect size for the lesion that was being treated. The de novo lesion was located in a non-calcified and non-tortuous proximal left circumflex. The lesion was not predilated. The physician advanced a 3.5x16mm taxus liberte' drug eluting stent to the lesion and noted it was not the correct size to treat the lesion. The procedure was completed with a 3.5x24mm taxus liberte' drug eluting stent. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis confirmed stent damage and a broken shaft.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent struts on rows 4 to 6 were slightly bulging. A visual and microscopic examination identified a break in the midshaft approximately 7mm from the port. Slight kinks were noted along the entire length of the hypotube shaft. This type of damage can be consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is user / use error as the device was not used in accordance with the dfu and/or any use not considered accepted general medical practice, due to the error in selection of the incorrect product for the case by the physician. The dfu indicates that "the treated lesion length should be less than nominal stent length with reference vessel diameters from 2.25 to 5.0mm." Additionally, it is unknown exactly when the stent damage occurred, as the physician did not allege any damage to the device, only that he chose the incorrect size for the patient. (B)(4).